Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at around 8:00am. The patient informed the csr that he manages his diabetes with a combination of oral medication, diet and exercise. It is not known what action, if any, the patient took in regards to his usual diabetes management routine in response to the alleged issue. The patient reported developing ¿sore and bruised fingertips¿ and ¿fatigue¿ 5 minutes after the alleged meter issue began, but denied receiving any treatment. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted that the test strip completely drew in the blood sample. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were unable to be sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.